Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: hxx. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, after an orthopedic procedure, the instrument was sent to maintenance and they try to remove the proximal femoral nail antirotation (pfna) blade from extraction screw, that's when the tip of the extraction screw broke. There was no patient involvement. Concomitant devices reported: unknown pfna blade (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part: 03.010.411, lot: 2623617. Manufacturing location: (B)(4), release to warehouse date: aug 26, 2010. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The visual inspection of the returned extraction screw has shown that the tip section is broken off as complained. The instrument is all in all in very used condition and shows hammer blows, wear marks and scratches on the surface of the whole instrument. The relevant dimensions can not be verified as the breakage occurred at the last thread flank and the broken off part was not returned. The material was reviewed and the value was confirmed to meet the specification with no relevant non-conformance noted. The received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in august 2010 according to the specification. The visual inspection of the returned extraction screw has shown that the tip section is broken off as complained. The instrument is all in all in very used condition and shows hammer blows, wear marks and scratches on the surface of the whole instrument. Based on the condition of the item a product related issue can be excluded. Unfortunately the exact root cause which has lead to this occurrence could not be determined. Based on the condition and the age of the part we do suppose that the cause of the damages are the result of mechanical overload situations during a long period of time in use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.